Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A complaintant reported a console was received damaged. There was no patient use. Biomedical engineer reported that the automated impella controller was boxed per instructions and stated that there was no damage when it was packaged.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The console was returned with two hairline fractures along the top of the console that did not affect console performance the console otherwise performed as expected.